Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the five results obtained. The customer's expected fasting blood glucose test result range is 100 to 122 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer not fasting and produced test results of 233 and 253 mg/dl using true track meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): 219mg/dl (B)(6) 2016 08:36 pm fasting: yes; 224mg/dl (B)(6) 2016 08:35 pm fasting: yes; 147mg/dl (B)(6) 2016 09:17 pm fasting: yes; 171mg/dl (B)(6) 2016 09:20 pm fasting: yes; 160mg/dl (B)(6) 2016 08:47 pm fasting: yes. Memory concerns: the customer is concerned all of the results she is getting from the meter: 219, 224, 171 and 160mg/dl. The customer has not changed in diet or medication but has changed the exercise regimen. The customer is testing twice a day (fasting). The customer just loss both her husband and daughter in the last three months and still trying to cope. The just finished eating less than two hours prior to performing the back to back blood tests.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from all of the five results obtained. The customer's expected fasting blood glucose test result range is 100 to 122 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer not fasting and produced test results of 233 and 253 mg/dl using true track meter. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 07/31/2018 and open vial date is 07/31/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 219mg/dl (B)(6) 2016 08:36 pm fasting: yes, the 224mg/dl (B)(6) 2016 08:35 pm fasting: yes, the 147mg/dl (B)(6) 2016 09:17 pm fasting: yes, the 171mg/dl (B)(6) 2016 09:20 pm fasting: yes, the 160mg/dl (B)(6) 2016 08:47 pm fasting: yes. Memory concerns: the customer is concerned all of the results she is getting from the meter: 219, 224, 171 and 160mg/dl.the customer has not changed in diet or medication but has changed the exercise regimen. The customer is testing twice a day (fasting). The customer just loss both her husband and daughter in the last three months and still trying to cope. The just finished eating less than two hours prior to performing the back to back blood tests.